Event description:
Report received that the device "possible changed rates on its own." The pump had been set to infuse normal saline at 75ml/h. A secondary infusion of heparin (concentration not specified) was started at 35ml/h (volume to be infused not specified) at approximately 12:30pm. A nurse reports that the device had been checked at approximately 3:30-4pm and settings were as above. When the pump was checked again at 5:15pm, the nurse reports that the display indicated the secondary rate was at 100ml/h, the total volume delivered read 280ml and there was approximately 350ml gone from the heparin container. The patient reportedly had no adverse effects and the pump was switched out. The biomedical engineering department reports that when they received the pump the next day, the display screen indicated the following: primary rate 94ml/h, volume to be infused 305ml; secondary rate 140ml/h and volume to be infused of zero. The total volume delivered read 280ml. No additional information was available.